Event description:
Falsely elevated potassium results were obtained on two patient samples. The results were reported to the physician who questioned the results. The samples were repeated on an alternate instrument system and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium results was sample integrity. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.